Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to the intuitive surgical, inc. (Isi) technical support engineer (tse) that there were error messages on the integrated electrosurgical generator unit (iesu). Tse confirmed multiple c-33 errors related to the iesu. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported problem was able to be confirmed in the log as having occurred in the field. Upon visual inspection, there were no issues found that would be related to the reported event. The iesu was tested and on startup the unit displayed error c-33 high frequency voltage. Failure analysis concluded that the root cause could be attributed to error c-33 and related to a high frequency voltage issue.

Manufacturer narrative:
The probable root cause is attributed to a high voltage detected on start-up high frequency (hf) voltage measurement due to an electrical component failure in the vio integrated electrosurgical generator unit (iesu).

Event description:
Refer to h11 for follow-up information.